Event description:
A us distributor returned a monitor and reported being unable to complete incoming functionality testing.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (unable to complete functional testing) has been confirmed. Upon investigation the monitor failed a pulse test. The cause for the failure was isolated to a shorted component on the defibrillator pca. The root cause for the shorted component could not be positively identified. There was no adverse event that resulted from the damaged monitor.